Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12094: it was reported the pt feels pocket heating during charging while using the belt and pouch. It was also reported the pt sometimes feels intense heating at her ipg site when she is not charging. This has happened 5-6 times since (B)(6) 2011. She never turns the stimulation off so it is unknown if this could occur when stimulation is off. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.